Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the occurrence of the phenomenon, and problems occured with the actual product; therefore, it is determined that the device does not meet the specifications. The cause of the reported issue is most likely due to the mishandling by the facility. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited a front panel lighting failure due to system failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.